Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Visual and optical examination confirms the implant is broken, with multiple cracks, with witness marks and plastic deformation at the inserter interface. The above observations are consistent with brittle overload during insertion.

Event description:
It was reported that the cage broke upon insertion during an unspecified spinal surgery. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.